Event description:
It was reported that the user encountered an infusion set issue during tubing fill with the ilet system, receiving an error that prevented proceeding; a dry run was performed successfully, and after changing the contact detach infusion set and connector, flow was observed and the supply change was successful, indicating an occlusion that resolved after supply replacement. Symptoms included no reported adverse clinical effects and no impact to blood glucose because the user was not on the pump at the time. Outcomes included no medical intervention and no hospitalization. Investigation included customer technical support troubleshooting and user education. Investigation of this case revealed resolution after supply change with no device alerts or alarms reproduced during the dry run. It was concluded that the event was consistent with a transient infusion set occlusion that resolved with replacement, with no further action indicated.